Manufacturer narrative:
Additional device product codes: hwc, ktt. Complainant part is not expected to be returned for manufacturer review/ investigation. A device history record (DHR) review was conducted: part number: 224.561, lot number: h769514, part manufacturing date: 09 november 2018, manufacturing site: (B)(4), part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h769514 of 4.5 mm narrow lcp plates was processed through the normal manufacturing and inspection operations with no rework or nonconformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h684573 met all specifications with no issues documented that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of 4.5mm narrow locking compression plate (lcp) 6 holes plate and six (6) 4.5mm unknown cortex screw as the surgeon was not pleased with the results of the operation. The surgeon performed de-rotational osteotomy about six (6) weeks ago and the patient was implanted with the locking compression plate (lcp) system. However, deformity correction was not successfully done, and needed correction. So, the surgeon removed the plate and the unknown cortex screws and adjusted the osteotomy and used an unknown femoral recon nail to fixate. There was no allegation against depuy synthes devices. It is unknown if there was a surgical delay. The patient and surgical outcome were unknown. This report is for one (1) 4.5mm narrow lcp® plate 6 holes/ 116mm. This is report 1 of 7 for (B)(4).